Manufacturer narrative:
Updated device problem code grid. Complaint evaluation: the customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty processor pca board. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that this was a malfunction of the processor pca board. The processor pca board was replaced to resolve the reported issue. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device failed operational check for therapy knob. There was no patient involvement.